Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not alarm low battery prior to replace battery now. The pump alarmed replace battery now twice and has received a power loss alarm. Troubleshooting was performed. The customer's blood glucose is 383 mg/dl. The insulin pump also had a blank display but was resolved. Nothing is returning.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm, replace battery now alarm, battery power loss alarm or blank display noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance (j6 pcb 1). The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.